Manufacturer narrative:
The results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Function test review was conducted and the valve performed as expected and met all function test quality control criteria that can be observed during video playback. No definitive results at this time. No conclusion can be drawn at this time.

Manufacturer narrative:
Device not returned to manufacturer. Results: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Function test review was conducted and the valve performed as expected and met all function test quality control criteria that can be observed during video playback

Event description:
The manufacturer was notified on (B)(4) 2013 that a mitroflow pericardial aortic valve model 12a size 27 was explanted, after 8 years, due to a valve degeneration(aortic regurgitation). During the surgery, before the valve was explanted the patient arrested on the table during the sternotomy and survived after 25 minutes of CPR. On (B)(6) 2014 the manufacturer was informed that the patient died few days after the surgery. The hospital referred that the possible reason of the aortic regurgitation was the presence of 4 tears (one for each cusp)on the valve. The hospital will not return the valve to the manufacturer.

Event description:
The MFR was informed that on (B)(6) 2013 a mitroflow pericardial aortica valve model 12a size 27 was explanted, after 8 years, due to a valve degeneration (aortic regurgitation). During surgery, before the valve was explanted the pt arrested on the table during the sternotomy and survived after 25 minutes of CPR. On (B)(6) 2014, the MFR was informed that the pt died a few days after the surgery. The hosp referred that the possible reason of the aortic regurgitation was the presence of 4 tears (one for each cusp) on the valve. The hosp will not return the valve to the MFR.